Event description:
It was reported that a minicap was misassembled. The reporter stated that the "cotton was popped out" of the cap. This was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Companion samples were received for evaluation. The samples were visually inspected with the naked eye with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of the investigation, the reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.